Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the subject remained on inotropes due to a dilated right ventricle and moderate to severe tricuspid regurgitation at 5200 rpm. The site plans to increase dobutamine to 3 micrograms and change continuous renal replacement therapy to shift hemodialysis so patient can have benefit to do physical therapy and ambulate. Site is to continue with midodrine. An echo for speed optimization was done and decreased lvad speed to 5000 improved septum to midline position. The subject was given 1 unit of packed red blood cells due to the level his hemoglobin of 7.7 no additional information was reported.

Manufacturer narrative:
Section a4: correction section h6, b5: additional information manufacturer's investigation conclusion: a direct correlation between the reported right heart failure and (B)(6) cannot be conclusively determined through this investigation. A direct correlation between the reported renal dysfunction and (B)(6) cannot be conclusively determined through this investigation. A specific cause for the reported anemia cannot be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 lvas instructions for use lists bleeding, renal dysfunction, and right heart failure as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The IFU provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The IFU states: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's post operative course was complicated by acute kidney injury (aki) on chronic renal dysfunction (treated with hemodialysis). Right ventricle (rv) dysfunction was stabilized with medication management. It was also noted that the patient was chronically anemic. No additional information was provided.

Manufacturer narrative:
Section b5, h6: additional information

Event description:
The site communicated that the patient received direct current cardio version three times for atypical atrial flutter at 140-150 beats per minute. The site was unsuccessful to maintain sinus rhythm and initiation of continuous renal replacement therapy was started.